Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle when connecting to the pen, there was an opening.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Investigation: three opened 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136. Functional thread to vial test was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle when connecting to the pen, there was an opening.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle when connecting to the pen, there was an opening.